Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch # n55c9n. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector broken and not returned and with no reload present. Further analysis shows the anvil was partially detached as screws can be seen in three of the areas where the anvil posts should be, meaning the anvil was pulled off from the device. In addition, the locks of the anvil shroud were damaged and the metal anvil was not properly seated in the device. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number n55c9n, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. What part of the device was broken- height selector 2. Did any pieces fall into the patient- no 3. If yes, were they retrieved- 4. Will all pieces be returned with the device- yes

Event description:
It was reported that during an unknown procedure the device broke while changing the staple height. No patient involvement.